Event description:
On november 14, 2007 the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the patient on november 16, 2007 to obtain additional information included below. The patient usually takes 5 units of apidra insulin before meal; however, he adjusts the dose dependent on his blood glucose readings and carbohydrate intake. He also takes 22 units of lantus insulin each night. On the am of 2006, the patient obtained a reading of 128 mg/dl on the reported meter while asymptomatic. He took his am insulin and ate as usual. Later in the day, the patient dropped the lfs meter in a parking lot. He was unable to obtain a reading on the meter after it was dropped. The patient did not test his blood glucose with another meter. He said, he ate an unusually large pasta meals on the same day. He did not take additional insulin because he was unable to obtain a meter reading. In the morning, the next day, he felt tired and had blurred vision. He said, he recognized the symptoms as hyperglycemia and took 2 additional units of apidra insulin. The patient reported, the meter issue to his pharmacist who advised him to call lfs. The customer care advocate (cca) confirmed that, the meter did not turn on after being dropped on pavement in a parking lot. The meter was replaced via field exchange. The complaint is reported, because the patient alleges, he was unable to obtain a reading on the lfs product after it was dropped on the pavement and later experienced blurred vision, a typical symptom of hyperglycemia. The meter should withstand some level of trauma. As the distance of the drop is not known we could not rule out.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.